Manufacturer narrative:
As reported, the user experienced difficulty when inserting the device into the trocar with a grasper and the mesh had a gelatinous feel. Sample evaluation finds the mesh does not feel unusual and notes there is a small area where the st coating has separated from the mesh. No manufacturing anomalies were found. The separation of the st coating noted during sample evaluation most likely occurred while in use, as it was reported the user had difficulty deploying the mesh through the trocar using a grasper. Note it is intended that an introducer tool (provided with the device) be used to insert the device through the trocar. A review of manufacturing records was performed and found the device was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march 2024. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic ventral hernia repair the phasix st mesh w/echo 2 was quickly dipped in saline prior to rolling it with the coated side of the mesh on the inside (per the IFU). A grasper was used to insert the device into the 12mm trocar. The implant unraveled (unrolled) in the trocar. The mesh was removed, and it was noted that it ¿felt different, gelatinous.¿ another phasix st w/echo 2 was used without any issues to complete the case. There was no patient harm or injury.